Event description:
It was reported the patient experienced wound dehiscence at the ipg site. The patient's incision was re-sutured and as a precaution, the patient was placed on oral antibiotics. Follow-up information indicated antibiotics have been discontinued. The patient's wound did not show any signs of infection and the wound has healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.